Event description:
Patient had a linx device placed surgically placed at another facility for treatment of reflux. Patient's symptoms returned about 7 months ago. Linx device is being surgically removed and a laparoscopic nissen fundoplication is being performed to alleviate reflux symptoms. Torax rep chad thomsen was in the room during the procedure. Several calls to the surgeon to see if he felt the product malfunctioned, he did not return my call so I am submitting this as a voluntary medwatch. I was told by chad thomsen that the surgeon told him the device was implanted at baylor scott and white round rock, tx. I do not have a lot number or implant date.